Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Follow up information received from the nurse. The nurse stated that she had seen the patient perform pd therapy at home before, and had not observed any breach in aseptic technique. On an unreported date, the patient was retrained on aseptic technique. Peritoneal dialysis therapy was ongoing at the time of this report. A review of all batch record documents was performed on h12l02016, and h12k14021 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Event description:
This is report 1 of 5. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital eight days later. The patient recovered from the event.

Manufacturer narrative:
(B)(4).